Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pulse generator was not recording egms. The egm configuration was off, preventing the recording of the egms. The device remained implanted. The patient would be followed normally.